Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient moved to program 2 at 1.4 after a fecal accident. The patient indicated that program 1 changed their frequency from going every 15 minutes to "every hours" and program 2 reduced frequency to about every 2-5 hours and sometimes 7 hours. Program 3 provided the same therapy as program 1 and the patient had the fecal accident on program 4. The patient's symptom was reported to have been sudden in nature. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Concomitant medical product: product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that the programmer (pp) was completely dead and the question mark always showed up whenever they tried to open it. It was also stated that their implanted neurostimulator (ins) was doing just fine until the night prior when the symptoms they had before the device was put in started to happen again. They used the pp to check the ins and they had ¿basically no connection between the programmer and the device¿. When they synced the pp to the ins, the stimulation setting was at 0.0 volts (v), even though that¿s not where they left the stimulation. They also noticed that, when they were adjusting the stimulation, the numbers increased in tenths when, before, they were increasing by whole numbers. The stimulation was noted to be on and they increased it to 1.3 v on program 1. The patient was adamant they were changing the stimulation and not the programs and they were redirected to their healthcare professional (hcp) to address their concerns. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's spouse. It was reported that the patient had the stimulator for overactive bladder and they were currently going through the 4 programs as directed by their doctor. The patient's spouse further reported that they were on the 3rd program and would be changing to the 4th the upcoming weekend. So far the patient saw the best results on the second program, but the results varied. There was no identified cause of the reported device issues. It was reported that sometimes the patient would go 3 hours, sometimes they couldn't go one hour. They were still trying to find out which program worked the best. It was also reported that the patient experienced beneficial effects for their bowels and erectile dysfunction.